Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was elevated (greater than 500 mg/dl). Customer delivered a correction bolus to address the issue. Customer was admitted to the hospital and treated with intravenous insulin drip. System check was performed with tandem technical support and air bubbles were noted. Recommendation was made to change the cartridge. Health care provider recommended setting a temp rate at 150%. Customer was released from the hospital on (B)(6) 2016.